Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ in the jaw and experienced delayed inflammation nodule/possible biofilm. Patient had a few courses of antibiotics and steroids. The area has been dissolved twice. Every time patient is run down or has a viral illness (not device related), the filler area flares up again. Symptoms on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of viral illness, deemed not device related is considered an unexpected adverse drug experience.